Event description:
In 2005, patient had vaginal hysterectomy performed. The following year, pt returned to or due to persistent vaginal bleeding. On exam, an ethibond suture was identified and removed.